Event description:
It was reported that this right ventricular (rv) was surgically revised due to dislodgement. Initial implant xray shows that the right atrial (ra) lead was implanted close to ventricular lead. This lead remains in service. No additional adverse patient effects were reported.